Manufacturer narrative:
Product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed functional testing. Visual inspection revealed marks on all the battery connectors due to attempts of mating with the controller connector. The damages that were observed did not affect the functionality of the devices; the batteries were able to adequately connect to a controller. The observed damage on the connectors might have contributed to the reported poor mechanical connections. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear, likely due to normal disconnection and reconnection between the battery output cables and metal power port connectors on the controller. An internal investigation was opened to evaluate bent/damaged pins with controller 2.0 and damaged battery connectors. Additional products: serial: (B)(4). Device available for evaluation: yes, return date: 09-oct-2019, device returned to manufacturer: yes. Dev rtn to MFR? Yes. Serial: (B)(4). Device available for evaluation: yes, return date: 09-oct-2019. Device evaluated by manufacturer: yes. Dev rtn to MFR? Yes. Serial: (B)(4). Device available for evaluation: yes, return date: 09-oct-2019. Device evaluated by manufacturer: yes. Dev rtn to MFR? Yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de/ expiration date: 31-dec-2018/ serial: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 11-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de/ expiration date: 31- dec-2018/ serial: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 11-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de/ expiration date: 31-dec-2018/ serial: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 11-dec-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four batteries exhibited poor mechanical connections. The batteries were exchanged. No patient complications have been reported as a result of this event.